Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported low oxygen (o2). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 05apr2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised that if the o2 supply cannot meet the demand that the unit will alarm for "low o2 flow" and flow will be supplemented by air to maintain volume to the patient. As such it is expected to see fio2 decline. Per in house biomed they have been able to duplicate the low o2 available alarm when the vents are connected to one wall o2 source using a y adapter. Customer has been advised to stop using the y adapters. The customer stopped using y adapters as the wall o2 source to address the reported problem. The unit successfully passed the required performance verification test submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.